Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the proper air removal techniques. The customer was informed that not performing the proper air removal techniques is off label per the user guide. Customer¿s blood glucose level was not impacted. The customer continued to use the current cartridge.